Event description:
It was reported that the patient underwent gynecological on (B)(6) 2007 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent a transvaginal hysterectomy, anterior and posterior repair with mccall suspension, and align retropubic sling insertion, mccall culdoplasty and cystoscopy on (B)(6) 2012 to treat stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent mesh revision in (B)(6) 2012 due to extrusion. (B)(4) - recurrent prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.